Event description:
Reportedly, on (B)(6), 2012 follow-up for a patient carrying also a heartmate device, several attempts to position the telemetry head were performed in order to establish the communication between the defibrillator and programmer. Only one position permitted the communication but it was still unstable. Note that the light of the telemetry head were on at about 50cm from the defibrillation position. Recommendations were required.

Manufacturer narrative:
(B)(4), 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.